Manufacturer narrative:
Citation: takagi h et al, all-literature investigation of cardiovascular evidence versus surgical aortic valve replacement. J cardiovasc surg 2020;61:107-16. Doi:10.23736/s0021-9509.19.11030-0.   Earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding patient outcomes after the implant of a transcatheter aortic valve (tav) versus a surgical bioprosthetic aortic valve. All data were collected from a meta-analysis review through march 2019. The study population included thirty-one studies with 31,857 patients. Patients were implanted with a medtronic corevalve or a non-medtronic tav. No serial numbers provided. Among all patients, adverse events included: moderate to severe paravalvular leak (pvl), left bundle branch block (lbbb), permanent pacemaker implant, myocardial infarction (mi), cerebral vascular accident (cva), bleeding, vascular complications and valve-in-valve implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.